Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced an issue from a transfer set. The transfer set "had difficult to connect to titanium adapter". It was reported that "the groove cannot be connected, the sealing is not tight". The transfer set was replaced. The titanium adapter is still in use. There is no report of serious injury associated with the reported event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.